Manufacturer narrative:
One used ls3092 was received for evaluation.visual inspection found one broken and missing snap from the electrode jaw. Inspection noted that the device was very bloody. The device was tested for activation on simulated tissue. The device tested normally with visually acceptable seals and end tones indicating completed seal cycles. No error messages were generated. The investigation found the device to function normally and within specifications. An additional failure was found during the investigation. The additional findings did not contribute to the reported condition. The investigation found one broken snap on the electrode jaw. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly prior to use. This damage can also be caused by multiple assembly attempts. Refer to the product instructions for use for additional information on the proper method of assembling the electrodes onto the reusable instrument.manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer originally reported that during a vaginal hysterectomy procedure, the device kept giving an error code alarm to check the tips of the device. No tissue damage. No bleeding. No patient injury reported. Another device was used to complete the case. On (B)(6) 2016 the device received for investigation and it was noted that there was one broken and missing snap pin. The site cannot confirm the location of the broken and missing snap pin. No further details were made available.